Event description:
It was stated that "when driving in the iliac screw, the shaft of the screwdriver broke. Switched to another driver and finished inserting the screw with another driver. Did not affect the time for the surgery."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 11 total complaints related to this type of breakage. As a result of the known breakages a CAPA was opened which lead to a design change to make the shaft one piece instead of two. This instrument was mfg before the design change. There has been no indication of mfg discrepancies in past instances and that is the case here as well. The screwdriver was returned and confirmed broken, the second part of the shaft was not returned. In this case there were no adverse consequences to the pt and the kit contains multiple screwdrivers as back-ups. Conclusion: this is a known issue of the inner shaft breaking at the interface of the 2 segments. A CAPA was opened and a design change was implemented to change the shaft to a one piece design. This instrument was mfg before the design change.